Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the cartridge was changed to address the issue. Subsequently, a cartridge alarm (alarm 06) occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that the cartridge was leaking from the o-ring near the septum. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 129-145 mg/dl.